Manufacturer narrative:
(B)(4). Review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100252. Results of evaluation: (B)(4). Review of the device history records revealed no deviations during the production of lot sp100252 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. Inspection of returned device showed two tears that are consistent with suture pull through damage. As of 12/08/2015, no other complaint has been reported to lifecell against lot sp100252. As of 12/08/2015, of the (B)(4) devices released to finished goods for lot sp100252, (B)(4) devices have been distributed. Evaluation conclusion: (B)(4). The ripping of a piece of the strattice during suturing was most likely related to surgical technique. No patient contributing and/or related conditions were reported. Review of lot processing history and complaint history records for lot sp100252 were unremarkable. No deviations related to the event were revealed. The lot met qc criteria for release, including mechanical testing. To date, no other complaints were reported to lifecell against the lot. The returned strattice graft was observed to be of uniform thickness with no detectable thin spots, defects, nicks or chafe marks. Two tears positioned near suture holes are consistent with suture pull-through damage. Extended surgery time that could contribute to serious injury was not confirmed. The event is unlikely related to the strattice and is reported in an abundance of caution.

Event description:
It was reported to lifecell that the strattice graft ripped during suturing on (B)(6) 2015. The surgeon removed the strattice graft intraoperatively and completed the procedure with a subsitute strattice graft.